Event description:
The customer reported that during a boari flap a member of the staff stepped on the footpedal which activated the unit while the pencil was on the patients' right upper abdomen causing a burn. The pencil was discarded by the site. The burn was excised and sutured.

Manufacturer narrative:
(B)(4). The unit was returned and nothing was found that would not have caused or contributed to the reported condition of a patient burn. The generator was tested and was found to meet al the manufacturer's specification.